Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient developed warmth and a full-body rash post-operatively. No additional information was provided. Additional information was requested.

Manufacturer narrative:
Additional information has been received. Mw #2210968-2014-01772 is a duplicate of mw #2210968-2014-01771. All information for this event will reside in mw #2210968-2014-01771.